Event description:
It was reported that the patients ipg was difficult to charge and was not providing effective pain relief. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded.